Event description:
It was reported that the ilet user's caregiver contacted support after the user ate and then made an accidental second meal announcement. The caregiver planned to provide additional food and was advised to monitor blood glucose and have fast-acting carbohydrates available, with glucose reported in range during the call. No reported symptoms. Outcomes included no injury, no medical intervention beyond home management, and no hospitalization. Investigation included customer support troubleshooting and user education regarding meal announcements and carbohydrate intake. Investigation of this case revealed user error related to duplicate meal entry without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.